Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred vascular access was obtained via the femoral artery. The 95% stenosed, 38mm in length, eccentric, de novo target lesion contained a <=45 degree bend and was located in the mildly tortuous, mildly calcified and 4mm in diameter right coronary artery (rca). A 4.00 x 24 synergy stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.